Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject stent was returned in a deployed state. The subject stent was found to be significantly deformed, and it was also broken/fractured at the proximal (closed cell) end. The 3 marker bands were missing from the proximal end of the subject stent. The subject stent introducer sheath was returned for analysis and the distal tip section was intact. The subject stent delivery wire (sdw) was found to have a slight bend at the proximal bumper. The microcatheter was also returned and there was no damaged noted to this device. Functional inspection could not be performed as the subject stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to deploy could not be duplicated as the subject stent was returned in a deployed state, however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as severely tortuous. It was reported that the sales consultant was attending dr. (B)(6) neurosurgery and when using the subject stent, during its distal release, he observed that there was no adequate opening of the device and chose not to complete its opening and removed it. He used another stent without any problems. The subject stent was returned for analysis in a deployed condition inside a piece of sterile gauze. The subject stent was inspected and noted to be severely deformed and was broken/fractured at the proximal end with the 3 marker bands no longer visible on this end of the device. The introducer sheath was returned for analysis and was undamaged. The subject stent delivery wire (sdw) was also returned and has a slight kink/bend near the proximal bumper. Given the event description and the condition of the analyzed device sub-components, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. This would result in the sheath remaining intact (undamaged) but a gap would exist between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the subject stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the subject stent would partially or fully deploy into this gap. The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the stent. This is one possible explanation to explain the analysis findings. However, it is very difficult to understand how the level of damage occurred to the subject stent with only minor damage noted to the sdw. An assignable cause of procedural factors has been assigned to the as reported code stent difficult/unable to deploy and as analyzed codes sdw kinked/bent, stent deformed and stent broken/fractured during use as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, the subject stent did not open while deploying it. The physician withdrew the subject stent out of patient anatomy. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device. The subject stent was returned for analysis and the device investigation revealed that the subject stent was found to be broken/fractured during use.